Event description:
Infusion pump programmed at 400mg/250ml when actual nitroglycerin bottle was 100mg/250 ml. Patient did not experience chest pain while on that dose. 2 nurses check for calculation and pump settings that were not completed.